Event description:
The customer reported to olympus that the evis exera iii xenon light source had a loose connector connection (including output connector) as well as a b30 error the issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegations were confirmed. Based on the results of the investigation, it is presumed that video function did not work properly due to faulty scope socket and indicated phenomena [b30 error] occurred. Olympus will continue to monitor field performance for this device.